Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed after the indicator window changed from black/white to black/black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The closure was performed at a 30¿45° angle after an unknown 7f short sheath was retained for puncture site closure. Despite confirmation of indicator marks and observed reduction in pulsatile blood flow after sheath retraction, the button remained unresponsive. The physician has many years of experience using the 7f exoseal vascular closure device (vcd). There was no vessel tortuosity or calcification. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device since the lever was able to be completely depressed and the device was deployed successfully. The cause of the reported issue could not be determined, especially since the condition of the device received did not match the event reported, as it was reported that a 7f sheath was used but the device was returned with an 8f sheath. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported. R: 213 (c19) 114/c13. C: 67 (d14), 18/d1101.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed after the indicator window changed from black/white to black/black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The closure was performed at a 30¿45° angle after an unknown 7f short sheath was retained for puncture site closure. Despite confirmation of indicator marks and observed reduction in pulsatile blood flow after sheath retraction, the button remained unresponsive. The physician has many years of experience using the 7f exoseal vascular closure device (vcd). There was no vessel tortuosity or calcification. The device will be returned for evaluation.